Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation within the rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There was no patient injuries reported, and the patient condition was good post-procedure.